Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 11 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, the valve failed due to stenosis. The patient underwent a successful valve-in-valve procedure with an unknown valve. Additional information provided per fcs indicating the patient presented with shortness of breath and fatigue. The mean gradient measured 50mmhg prior to intervention.